Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately 30 seconds of activation in a severely stenotic lesion in the anterior tibial artery, a gap was allegedly identified between the catheter and the distal tip of the recanalization catheter. The health care provider attempted to remove the recanalization catheter with the distal tip but was unsuccessful. The distal tip allegedly detached and remained in the lesion. The detached tip was successfully removed with a microcatheter. There was no reported patient injury. The patient was reported as asymptomatic post procedure.

Manufacturer narrative:
The catalog number identified in model #/lot # has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified in common device name and PMA#, respectively. Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was returned. No kinks to the catheter and no anomalies to the transducer handle or saline port were found. The marker band was present. The distal tip was detached and returned with the sample. A tear in the catheter was found near the distal marker band. The core wire was broken 144.2 cm from the strain relief. The outer lumen measured approximately 144.4 cm from the strain relief. Functional/performance evaluation: functional testing was not viable due to sample condition (i.e detached tip). Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the sample was returned. The investigation was confirmed for tip detachment and torn catheter as the tip was completely detached and the catheter was torn proximal to the marker band. The retraction of the catheter from the lesion most likely caused the distal tip to detach from the core wire. The root cause could not be determined based upon available information. It was unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser® catheter in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser® catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Set the irrigation system to 0.3 ml/sec (18 ml/min) and switch irrigation system "on". Allow irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. Interventional use: advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1 cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14s catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately 30 seconds of activation in a severely stenotic lesion in the anterior tibial artery, a gap was allegedly identified between the catheter and the distal tip of the recanalization catheter. The health care provider attempted to remove the recanalization catheter with the distal tip but was unsuccessful. The distal tip allegedly detached and remained in the lesion. The detached tip was successfully removed with a microcatheter. There was no reported patient injury. The patient was reported as asymptomatic post procedure.